Manufacturer narrative:
(B)(4) - evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order.(B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -13.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vault with significant reduction of indo-corneal angles. The lens was exchanged for a smaller length lens with a similar diopter. On (B)(6) 2015 ucva: 20/25. See MFR# 2023826-2015-01072 for right eye.